Event description:
--

Event description:
Boston scientific received information that the patient presented to the emergency room due to shocks. Upon interrogation it was found that the device reached safety core. It was unknown if the shocks were appropriate or inappropriate. Subsequently the device was explanted and a new device successfully implanted. It was noted that the patient had back surgery one week prior, however the device was checked post surgery with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Interrogation of the device verified that it was in safety core and that it was related to a fault that occurred while implanted. Therapy was determined to be available under all device states during this timeframe. The corrupted memory was corrected and the device went into normal operation. Further testing revealed that the device passed all test except the real-time-clock, which was expected due to the device being in safety mode. The cause of the memory corruption was unable to be determined.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.